Event description:
Information was received indicating that the pump exhibited a cassette not attached alarm.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 09-may-2022 via email and attached to complaint object: this event did not occur while the device was in use with a patient. No additional information provided.

Manufacturer narrative:
Device evaluation: one pump sample was received at manufacturing. Visual and functional evaluation was performed on the returned sample. Visual evaluation confirmed that the tamper seal was missing from the sample upon receipt. Functional evaluation to include non-destructive analysis of the pump revealed a problem with the downstream occlusion sensor. The pump failed the calibration test. Results: the customer reported problem for a cassette not attached alarm was duplicated during the course of the investigation. Errors for high alarm displayed and cassette not attached properly were found in the event history log. Root cause of the reported problem is attributed to failed downstream occlusion sensor calibration. The downstream occlusion sensor will need to be replaced. A non-conformance report ncr was created to address this issue and the investigation is ongoing. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of the service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: no.